Event description:
Complainant alleged that the medics were defibrillating a pt (age and gender unknown). The first and second shocks were administered successfully, but when the third shock was administered, the pads arced from one pad to the other and the pt received a burn. Please reference attached medwatch reports numbers 1220908-2000-01281, 1220908-2000-01282, and 1220908-2000-01284, which document three similar but different events that occurred at this same facility. The complainant indicated that the facility inadvertently discarded the electrodes used in the event. The customer was also unable to provide the lot number of the electrodes used in this event.